Event description:
The manufacturer sales representative reported that the device overheated at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
H3 other text : device not available.

Event description:
The manufacturer sales representative reported that the device overheated at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.